Event description:
Patient was implanted on (B)(6) 2022 with the nalu peripheral nerve stimulator. On (B)(6) 2023 the patient presented to the physican's office with an infection at the surgical site. Explant of the system was performed on (B)(6) 2023.